Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the old ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads tails were moved more midline and re-tunneled to the newer pocket to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report